Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, the following microbes were detected from the sample collected from the subject device. [First time; february 11th, 2021]. -rinsing water : unspecified microbes (53 cfu/100ml), -instrument channel: unspecified microbes (2 cfu/100ml), -suction channel: unspecified microbes (6 cfu/100ml), [second time; february 18th, 2021]. - channels: unspecified microbes (10 cfu/100ml). Other detailed information such as the reprocessing method was not provided. The device was evaluated at olympus repair center. According to the evaluation, the following was found. -the light guide lens and distal end glue were chipped. -the bending section rubber glue was lifted. -electrical contacts were corroded. -the angulation was insufficient. -the angulation control knob had a play. - when passing through a cleaning brush from suction cylinder to biopsy channel, brush caught and instrument channel opening scratched. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg, using peracetic acid. There was no report of infection associated with this report.